Event description:
During the disc space biopsy of t8/9, when the needle was being removed, a portion of the needle broke off inside the patient. Under fluoroscopic guidance the remaining portion of the needle was then removed.